Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) administered 2 shocks. Upon interogation the pacing impedance on the competitive atrial lead was out of range. The lead was programmed off. Later, the lead was programmed on and it displayed good sensing and capture. Additional information was received stating the left ventricular has lead oversensed the atrium and that the patient has indicated that the device has flipped over in the pocket.